Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles in the assembly, yet blower foam degradation was noted. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.